Event description:
It was reported that the patient experienced difficulty charging and increased charging frequency of their implantable pulse generator (ipg). Attempts to re-educate the patient on charging techniques did not resolve the issue. The patient underwent a revision procedure where the ipg was replaced and did well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately 12 months ago.

Event description:
It was reported that the patient experienced difficulty charging and increased charging frequency of their implantable pulse generator (ipg). Attempts to reeducate the patient on charging techniques did not resolve the issue. The patient underwent a revision procedure where the ipg was replaced and did well postoperatively.

Manufacturer narrative:
Analysis of the returned ipg revealed the device was successfully fully recharged within a four-hour cycle, and analysis of the device data logs didn't reveal any anomalies related to premature battery depletion. However, the charging log indicated a low charge current, which indicates sub-optimal charging, resulting in low battery voltage and the thermistor being triggered. These are known factors that may contribute to charging difficulty.